Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: medication infusing was remifentanil on a bbraun pump. Patient's weight was 101 kilograms and medication was programmed at 2mg in 50ml. Per reported the pump was programmed incorrectly but the guardrail did not alarm nor stopped the infusion. The infusion should have been in 1mg in 20ml or 2mg/40ml not 50ml. No patient injury reported. The reporter does not have any information that would conclude that the patient was harmed but will follow up. The reporter feels that it may been user error but cannot say for certain.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.